Manufacturer narrative:
There is no evidence of a device malfunction. The system alarmed appropriately to clotting in the cartridge. Facility staff attributed the alarm to user error as the operator most likely did not adequately remove all of the air from the cartridge. The user's guide instructs the operator on air removal and to closely monitor for clotting through visual inspection and periodic flushing of the filter. Facility staff reviewed the event with the operator. There have been no similar problems reported subsequent to this event. No additional info will be provided.

Event description:
A venous pressure high alarm occurred during a routine hemodialysis treatment. Clotting of the cartridge was noted. Rinseback was not performed resulting in an estimated blood loss of 190cc. The pt's standard aranesp dose was increased. No other medical intervention was required.